Event description:
Boston scientific received information that the patient implanted with this device system suffered from bacteremia. A revision procedure was performed and the lead were explanted. This device was currently being used off label externally with a separate transvenous lead until the infection cleared. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that two weeks after the initial infection and revision to use this device as a temporary pacemaker after explant, a new pacing system was implanted and this device was fully removed from service. No additional adverse patient effects were reported.